Event description:
It was reported that the patient was experiencing discomfort over the ipg site. It was also noted that the patient experienced inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were not released by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16309860.